Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. The device history record, including acceptance testing results, was reviewed and found to conform to specifications. No complaints with regard to similar failures have been received. Since the device is not available for testing and evaluation, it has not been possible to confirm the product problem nor to establish its cause.

Event description:
The tip of the surgical scissors broke off during procedure being performed (removal of lifeport l chest). A kub x-ray was taken to locate broken-off tip, x-ray showed negative for foreign body.